Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 260 mg/dl after treating their high blood glucose of 312 mg/dl with manual injections. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not want their pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.